Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter broke off into the patient's vein during use, and required surgery to remove it. The following information was provided by the initial reporter, translated from italian to english: "while removing the device, the cannula remained placed in the vein. The patient underwent surgery to remove it. Regular post-operative course."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-11-18. H6: investigation summary one used cannula hub attached with a luer lock and two representative samples were received by our quality team for evaluation. As the luer lock was not manufactured by bd tuas, no further investigation was done on it. The used sample was subjected to visual inspection. A clean cut was observed on the broken end of the catheter. From the broken edge, no stretched phenomenon or elongation of the catheter tubing can be observed to indicate any issue with the tubing material which could have caused the breakage. The representative samples were subjected to visual inspection. No abnormality was observed. Therefore, the team was able to confirm the customer experience based on the used sample. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed and there are no sharp edges that could possibly come into contact with the catheter to cause the cut. There is an automated vision inspection system that can detect and reject products that do not meet the lie distance requirement. If the catheter is broken during the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. It would also not be possible to use the product if the catheter was broken before use. Based on the investigation and analysis, the reported non-conformance is not caused by the manufacturing process. The probable root cause of the broken catheter could be due to being cut by a sharp object such as scissors during product removal from the vein. However, the user would have read and followed the instructions for use in the shelf box, which states "do not use scissors at or close to the insertion site". Therefore, the root cause cannot be established. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter broke off into the patient's vein during use, and required surgery to remove it. The following information was provided by the initial reporter, translated from italian to english: "while removing the device, the cannula remained placed in the vein. The patient underwent surgery to remove it. Regular post-operative course."